Event description:
The event involved a plum 360 (v 15.x) that the customer reported was malfunctioning. Testing and investigation found the that the device displayed depleted battery message when powered on and the battery icon was displaying a depleted battery. The alarms logs were reviewed and several n56 replace battery alarms logged as well as n252 depleted battery alarms. The battery was replaced and changed and the battery keyed. The device passed further testing. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes. There was no harm associated as a consequence of this event.